Event description:
Subsequent to the initial medwatch report, the following additional information was received. The device was used in the right common femoral artery. A second proglide device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of no suture present when the plunger was removed was confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and bent anterior cuff tabs. Two of the anterior cuff tabs were broken off and were not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that proglide suture placement was attempted in the right femoral artery, via a 6fr sheath, using the preclose technique prior to a "dabigatram" interventional procedure. After the interventional procedure, no suture was present when the plunger was removed. Although hemostasis was achieved, the method used was not provided. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.